Event description:
It was reported that during the surgery, noted that the metal part was deformed and fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #935a48. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one cecr45d reload present. The sled was received in the home position; however, three double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/10. However it is possible that the reload was manipulated, and the sled was manually returned to its home position. In addition, the reload pan was noted to be partially dislodged from the right proximal side, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 935a48, and no non-conformances were identified.